Event description:
Potential for injury associated with the tilt locking gas cylinder malfunctioning on the spt manual wheelchair. This event could cause the tilt to fall back or cause end user to become stranded in the tilt position.